Event description:
On (B)(6) 2010, the patient reported that he put a new insulin cartridge in his infusion device this morning and now insulin is leaking from somewhere. He said, the back of his device is wet but there does not appear to be any insulin in the cartridge chamber. The patient was advised to change his infusion set tubing. He did so and also changed the cartridge. He primed the infusion set and insulin emerged from the tubing. He did not see any leaking. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.